Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The husband of a customer reported via phone call that his wife was experiencing high blood glucose and would like to troubleshoot insulin pump. Customer's blood glucose at the time of call was 310 mg/dl but was 581 mg/dl at the time of incident. Troubleshooting found that drive support cap and basal settings are fine and that bolus history is accurate. Customer declined to perform a high pressure test. Customer indicated that the set came out the night before and they didn't notice. Customer was advised to follow up with doctor regarding the high blood glucose and bolus changes. Customer was also advised to monitor pump and change set and reservoir.